Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported insulin flow block, insulin leaked through the o-rings in the reservoir chamber and a reservoir had a plunger rod pull out the bottom of the reservoir chamber and the transfer guard didn't fit in the reservoir. The customer was assisted with troubleshooting the insulin flow block. The customer will not be returning the reservoir for analysis.